Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. Oversensing of noise on the rv channel was also observed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. A new implantable cardioverter defibrillator (ICD) and rv lead were implanted on the patient's opposite side. No additional adverse patient effects were reported.